Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use, the doctor tried to insert a dilator into the tube but felt strong resistance. He managed to get it in, but needed strong force to pull it out. There is no patient involvement reported.

Manufacturer narrative:
(B)(4). The sample was received for evaluation and a functional test was performed according to process instruction. No failure mode was observed in the received sample.